Event description:
Site reported trouble with the superdimension inreach system and cancelled the superdimension case. The patient was under general anesthesia and there was no report of patient injury, death or other serious adverse event.

Manufacturer narrative:
The site returned three components of the ilogic system for eval; location subsystem, location board cable and location board pigtail. The location board cable was found functional. There were short circuits in the location board pigtail and blown fuses were found in the location subsystem which prevented it from generating and transmitting the location signals. Superdimension is filing this MDR in an abundance of caution due to the risks associated with multiple exposures to anesthesia.